Event description:
The fire department reported the following info: (1) the fire department responded to an emergency medical systems call. (2) the firefighter (emt) was attaching a chips regulator to the oxygen cylinder and was turning the locking wheel when he heard a flash. (3) a blue flame shot out the cylinder burning the plastic dial on the regulator. (4) he immediately detached the regulator from the cylinder and dropped the regulator on the carpet which resulted in a fire. (5) the carpet and sofa were burned. (6) the captain poured several cupfuls of water on the carpet and sofa to extinguish the fire. (7) no injury occurred. (8) the source of ignition could not be determined.